Event description:
The site reported a concern that the proteus xr/a table has a potential to pinch an operator's foot between the outside table cover and the floor. There was no injury reported.

Manufacturer narrative:
Investigation revealed that the gap between the table foot pedal assembly and the moveable cover can become less than the 50-mm minimum iec requirement for toe entrapment clearance.